Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Extra product received by lab received extra product received by lab received with incorrect lot ak1674 and one product of lot aj9422. Ecm says lot aj9422. Please clarify this mismatch. Could you please clarify if extra device belongs to this complaint? If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary. The product was returned for evaluation. The returned sample determined that it was received one labeled winding former outside its packaging that pertains to product code w9913. Upon visual assessment of the winding former, it was observed that there was a suture piece. The suture piece was examined, and it had begun with a degradation process caused by environmental exposure. In addition, the other section of the needle was not returned. This condition could be caused by the reported event. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2022 and suture was used. Before use on the patient the yarn came with the needle loose. Upon visual assessment of the winding former, it was observed that there was a suture piece. The suture piece was examined, and it had begun with a degradation process caused by environmental exposure. No adverse patient consequences were reported. No additional information was requested.